Event description:
The customer reported that a diprivan (propofol) infusion was programmed to infuse at 5ml/hr for a total volume of 100ml to be infused. Two nurses verified the pump settings as correct prior to initiating the infusion. According to the medical record, the infusion was initiated at 17:59 at 5mcg/kg/min. The primary nurse then left the room to check on other patients and upon returning to administer additional medications noticed that the bottle of diprivan was almost empty. The infusion was immediately stopped and the pump read 5ml/hr with 98ml remaining to be infused; however, approximately 70ml had actually infused. The patient became hypotensive and required a fluid bolus. There was no report of lasting harm caused to the patient.

Manufacturer narrative:
The customer¿s report of an overinfusion of diprivan (propofol) was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Internal inspection found no issues or damage to the internal components. The starting/ending volume of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation. The root cause of the reported overinfusion of diprivan (propofol) was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Diagnosis - overdose of benzodiazepine.

Event description:
The customer reported that a diprivan (propofol) infusion was programmed to infuse at 5ml/hr for a total volume of 100ml to be infused. Two nurses verified the pump settings as correct prior to initiating the infusion. According to the medical record, the infusion was initiated at 17:59 at 5mcg/kg/min. The primary nurse then left the room to check on other patients and upon returning to administer additional medications noticed that the bottle of diprivan was almost empty. The infusion was immediately stopped and the pump read 5ml/hr with 98ml remaining to be infused; however, approximately 70ml had actually infused. The patient became hypotensive and required a fluid bolus. There was no report of lasting harm caused to the patient.